Event description:
Reported that product delivered at 5 x the set rate of 2mm/hr. Medical electronics tested pump and found that the "10's switch on pump was giving an output of 1 when set at 0. Drugs being administered at time were diamorphine, midazolam, nozinan. Reported the the pt became drowsy and narcan was subsequently administered.